Event description:
Reporter indicated vns explant surgery is planned for a pt due to lack of efficacy. The pt also has lung nodules that require a full-body MRI, which is contraindicated for vns pts. Further attempts for info are in progress.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.